Event description:
Per provider the upholstery is completely stretched out in 8 months. (B)(4).

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. Reportable MDR created on (B)(4). Reference (B)(4) for additional information. Invacare awareness date (B)(4) 2013. Complaint was not given to regulatory affairs for processing until (B)(4) 2013.